Event description:
It was reported that patient experienced rapid battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding actions taken or final outcome of event.